Event description:
Iabp inserted. Malfunction the next day. Pt turned to right side. Insertion site is left femoral artery. Iabp machine alarmed air leak and blood back flow noted at least 1 inch up into balloon catheter, rhythm was stable and md evaluated patient. Balloon pump tech called within 3 minutes.